Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in (B)(6) notified biomérieux of obtaining a misidentification of enterococcus spp. As escherichica coli in association with the vitek® ms (ref (B)(4)). The customer reported obtaining an identification of escherichia coli while the expected identification was enterococcus spp. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. An investigation has been initiated.

Manufacturer narrative:
A customer in russia notified biomérieux of obtaining a misidentification of enterococcus spp. As escherichica coli in association with the vitek® ms instrument (ref 410895). The investigator for this issue searched the complaints database for other reports of the same issue. Since january 2016, no other complaint has been recorded for the misidentification of enterococcus spp. As e.coli. The customer did not provide information regarding whether a reference method was used to confirm the identification, date of fine tuning, and none of the customer samples were submitted. According to the minimal raw data provided (13 sample mzml files), the sample "all peaks" values were heterogeneous (varying between 2 to 137 - indicating non-optimal sample preparation or insufficient fine tuning). However, biomérieux complaint laboratory did not receive enough data or information to determine a root cause.